Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user lives in a mobile home, driving down her hallway and then all of a sudden the chair veared into the wall. The left motor brake would not engage.